Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on june 20, 2024: it was clarified that the only problem was the clip would not close.

Manufacturer narrative:
Block e1: initial reporter address 1 and initial reporter address 2: (B)(6). Block h2: additional information: block b5 (describe event or problem), and block h6 (device codes). Block h6 has been updated to code clip failure to close deeming this a non-reportable scenario, due to additional information received on june 20, 2024.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (B)(6). Block h2 (additional information): block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on may 27, 2024. Block h6: imdrf device code a15 captures the reportable event of the clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.